Manufacturer narrative:
Internal investigation into strattice lot: s10736 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 4/27/2022, of the (B)(4) devices released to finished goods for lot: s10736, (B)(4) have been distributed with 101 reported as implanted. Based on our internal review with no remarkable findings, a relationship between the strattice and this event could not be determined. No further actions are required as a nonconformance could not be confirmed.

Event description:
This is follow up#1 to report updated information received from legal on april 18, 2022 that stated the correct lots associated with this patient are (B)(6) (implanted on (B)(6) 2010) and (B)(6) (implanted on (B)(6) 2015). This record is associated with (B)(6). As reported in the initial: it was reported that a 37 year old female underwent hernia repair surgery on (B)(6) 2010 with dr. (B)(6) who preformed the incarcerated hernia repair in (B)(6) and placed strattice lot: s10693-287. After the surgery, the patient returned to the hospital on (B)(6) 2015 and was diagnosed with an incarcerated hernia recurrence with strangulated bowel. The surgeon placed a second piece of strattice lot: sp10069-167 and performed the revision surgery. The patient returned to the hospital on (B)(6) 2019 and was diagnosed with a small bowel obstruction and the strattice mesh was balled up on the edges requiring removal of the mesh. It was not reported if both lots were explanted. This complaint investigation is associated to lot: s10693-287.

Manufacturer narrative:
The internal investigation into strattice lot s10693 included a review of the reported information, review of the device history records and review of the complaint history records. The device was not returned to lifecell for evaluation. Investigation results revealed no remarkable findings with no similar complaints reported against the lot and no related deviations or nonconformances revealed during processing associated with the nature of the event. The lot was terminally sterilized within the process parameters and met all qc release criteria. To date, of the 483 devices released to finished goods for lot s10693, 482 have been distributed. No further actions are required as a nonconformance could not be confirmed.

Event description:
It was reported that a (B)(6) year old female underwent hernia repair surgery on (B)(6) 2010 with dr. (B)(6) who preformed the incarcaerated hernia repair in (B)(6) and placed strattice lot s10693-287. After the surgery, the patient returned to the hospital on (B)(6) 2015 and was diagnosed with an incarcerated hernia recurrence with strangulated bowel. The surgeon placed a second piece of strattice - lot sp10069-167 and performed the revision surgery. The patient returned to the hospital on (B)(6) 2019 and was diagnosed with a small bowel obstruction and the strattice mesh was balled up on the edges requiring removal of the mesh. It was not reported if both lots were explanted. This complaint investigation is associated to lot s10693-287.